Event description:
It was reported that the user experienced recurrent overnight low alerts while using the ilet with a dexcom cgm despite a higher secondary cgm target, with a documented glucose nadir of 76 mg/dl and subsequent guidance to review cgm alert settings with a healthcare professional. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose without adverse effects, third-party assistance, or hospitalization. Investigation included review of user-reported data and troubleshooting with education on cgm alert configuration and low-glucose management. Investigation of this case revealed no device malfunction and an unclear cause for hypoglycemia given normal system function and user-managed recovery. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.